Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2015 as part of (B)(6). This complaint is being reported base on the event of asthma exacerbation requiring hospitalization. On (B)(6) 2015 the patent underwent the third bronchial thermoplasty treatment performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2015 the patient was seen in the emergency room for moderate asthma exacerbation. The patient was then hospitalized and treated with prednisolone. On (B)(6) 2015, the event had resolved and the patient was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2015: pre-bronchodilator: fev1: 1.95, fev1 % predicted: 67.00 , fvc: 2.83, fvc % predicted: 84.00. Post-bronchodilator: not done.